Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced an abnormal transmitter behavior. Patient reported that the transmitter was emitting a beeping sound. No additional patient or event information is available. No product or data were provided for evaluation. The reported abnormal transmitter behavior could not be confirmed. A root cause could not be determined.